Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to lead placement was in the mid cardiac vein and was not able to provide good lv pacing. The patient did not experience any adverse events and patient was stable before, during and after the procedure.